Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced abdominal pain upper ("stomach pain"), 11 years 1 month after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper to be unrelated to essure. The reporter considered medical device removal to be related to essure. The reporter commented: essure was removed at the patient's request. Reporter did not consider that the event stomach pain was related to essure. Essure samples were received at manufacturer. Follow-up six months after essure removal not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced abdominal pain upper ("stomach pain"), 11 years 1 month after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper to be unrelated to essure. The reporter considered medical device removal to be related to essure. The reporter commented: essure was removed at the patient's request. Reporter did not consider that the event stomach pain was related to essure. Essure samples were received at manufacturer. Follow-up six months after essure removal not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced abdominal pain upper ("stomach pain"), 11 years 1 month after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper to be unrelated to essure. The reporter considered medical device removal to be related to essure. The reporter commented: essure was removed at the patient's request. Reporter did not consider that the event stomach pain was related to essure. Essure samples were received at manufacturer. Follow-up six months after essure removal not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.